Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers gd888115 and gd887034 with no exceptions or defects observed related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr (B)(4). Should additional information become available a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis incident.

Event description:
This report was received from (B)(6) and is a spontaneous consumer report with supplemental information by a nurse from the (B)(6) of mistake/touch contamination and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient was diagnosed with peritonitis which resulted in hospitalization the same day. The cause of the peritonitis was that the patient made a mistake and touch contamination. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. The outcome for the event of patient made a mistake/touch contamination was not reported. At the time of this report, the patient was recovering from the event of peritonitis. Dianeal and extraneal therapies were ongoing. The nurse reported that the event of peritonitis with culture (B)(6) was not related to dianeal and extraneal therapies. An opinion of causality was not provided for the event of patient made mistake/touch contamination.